Event description:
Related manufacturer reference number: 2017865-2023-04571. It was reported that the patient presented to the clinic for an implant procedure. During the procedure, the left bundle lead exhibited high threshold and was not able to achieve left bundle branch pacing from the right sided approach. The left bundle lead was replaced with a left ventricular (lv) lead. While positioning the lv lead on the left side of the patient, the lv lead exhibited higher thresholds. The lead was replaced again during the procedure to resolve the issue. The new left bundle lead was successfully implanted on the right side of the patient. The patient was in stable condition throughout the procedure.